Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Additional issues were found during the inspection. The internal battery was worn, and the video connector lock failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the visera elite video system center presented no image. No patient harm reported.

Event description:
Additional information was received from the reporter. The issue occurred during preparation for use. The intended procedure was completed with a similar device. The abnormality of the device was found during inspection prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed. As a result of checking the DHR, an image abnormality occurred in the process. As a countermeasure, the version of the interface chip (fpga) was changed to ver.11.18. The root cause of the issue could not be conclusively specified. The phenomenon was not reproduced by the repair department. As a result of checking the DHR, an image abnormality occurred in the process. As a countermeasure, the version of the interface chip (fpga) was changed to ver.11.18. It was confirmed that there was no repair history in the past year.